Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined elevated blood glucose (bg) level that was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. Customer reported moderate ketones that were identified as dangerous and or life threatening. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Additionally, it was reported that an occlusion alarm occurred. Customer's bg was between 300-500 mg/dl at the time of the event. Reportedly, customer changed out all supplies and successfully resumed insulin therapy.